Event description:
Four falsely elevated troponin I results were obtained on patient samples. The results were reported to the physician. The samples were repeated and negative results were obtained. One patient received a cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.no further evaluation of the device is required.